Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with two infusion sets. The cannulas were kinked. The event occurred on 17-jun-2024 and 18-jun-2024. Patient noticed symptoms within 3 hours of insertion. The insertion of the site was the thigh. Patient also experienced high blood glucose level. Blood glucose level was displayed high at the time of the event. Patient changed the infusion set and took correction bolus via pump for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.